Event description:
The MFR rec'd info alleging a ventilator stopped operating. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.